Event description:
Customer alleged obtained blood glucose results of 401 mg/dl, 229 mg/dl, and 124 mg/dl when testing was performed back-to-back on the advantage system. No symptoms, action, or treatment based on the results was reported. No serous adverse event was reported in connection with the alleged malfunction. A request was made for return of the suspect device and replacement product was sent.